Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at headquarters. According to the device explantation form, trauma occurred and a device contribution led to explantation.

Event description:
The user's hearing performance with the device was affected after sustaining a trauma around november 2019. The user's brother pushed her against a door key at home. Her hearing performance with the device before the trauma was good. User was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.